Manufacturer narrative:
The reported device is unknown at this time additional information will be provided once the investigation has been completed. Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was continuous activation when footswitch or manual remote control were activated.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The device manufacturer date is not known due to device being unknown. Gtin for the device is unavailable due to device being unknown.

Event description:
It was reported that there was continuous activation when footswitch or manual remote control were activated.